Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 526800, 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, diverticulitis, menopause and vitiligo. Concurrent conditions included obesity. Concomitant products included citalopram, citalopram hydrobromide (celexa), clonazepam (klonopin), colecalciferol (vitamin d3), cyanocobalamin (vitamin b12), estradiol (estrogel), levothyroxine, obetrol (adderall) and salbutamol (ventolin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), autoimmune disorder (seriousness criterion medically significant), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions"), dysmenorrhoea ("dysmenorrhea"), visual impairment ("vision problem"), eye disorder ("eye problem"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reaction") and mental disorder ("psychological or psychiatric problems"). The patient was treated with surgery (on (B)(6) 2016- hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, autoimmune disorder, rash, bladder disorder, urinary tract disorder, nausea, tooth disorder, nervous system disorder, dysmenorrhoea, visual impairment, eye disorder, fatigue, weight increased, weight decreased, gastrointestinal disorder, alopecia, hypersensitivity and mental disorder outcome was unknown. The reporter considered alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, mental disorder, nausea, nervous system disorder, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added.lab data, concomitant disease, concomitant drugs were added. Updated suspect drug indication. Lot number added.events abnormal bleeding, vaginal bleeding, vaginal bleeding, autoimmune disorder, rashes, bladder disorder, urinary tract problems, nausea, dental problems, neurological conditions, dysmenorrhea, vision problem, eye problem, fatigue, weight gain, weight loss, gastrointestinal or digestive system condition, hair loss, allergic or hypersensitivity reaction, psychological or psychiatric problems added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain extreme"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), suicidal ideation ("thoughts of suicide") and autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid") in an adult female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, diverticulitis, menopause, vitiligo and multiparous. Concurrent conditions included obesity. Concomitant products included citalopram, citalopram hydrobromide (celexa), clonazepam (klonopin), colecalciferol (vitamin d3), cyanocobalamin (vitamin b12), estradiol (estrogel), levothyroxine, obetrol (adderall) and salbutamol (ventolin). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced nausea ("nausea/ gastrointestinal or digestive system condition type: nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), autoimmune disorder (seriousness criterion medically significant), rash ("rashes/ leg rash/ neck rash/ right upper back"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions"), visual impairment ("vision problem/diminished vision"), eye disorder ("eye problem"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), urticaria ("hives (body)"), night sweats ("night sweats"), mood altered ("moodiness"), hot flush ("hot flashes"), premenstrual syndrome ("pms symptoms"), depression ("depression"), anxiety ("anxiety"), suicidal ideation (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), tooth loss ("teeth loss"), restless legs syndrome ("restless legs"), muscular weakness ("muscle weakness"), joint swelling ("joint swelling"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), dizziness ("dizziness"), amnesia ("memory loss"), insomnia ("insomnia"), palpitations ("palpitations"), diverticulum ("bloating - diverticulosis"), vomiting ("vomiting"), diarrhoea ("diarrhea"), autoimmune thyroid disorder (seriousness criterion medically significant), metal poisoning ("metal toxicity"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("metalic taste in mouth"), cerebral disorder ("brain shock"), atrial flutter ("atrial fluttering"), abdominal distension ("bloating"), malaise ("sick") and frustration tolerance decreased ("frustrated"). The patient was treated with surgery (on (B)(6) 2016- hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, dysmenorrhoea, alopecia, headache, suicidal ideation, vomiting, abdominal pain, back pain, dysgeusia, cerebral disorder and atrial flutter had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, autoimmune disorder, rash, bladder disorder, urinary tract disorder, tooth disorder, nervous system disorder, visual impairment, eye disorder, fatigue, weight increased, weight decreased, gastrointestinal disorder, hypersensitivity, mental disorder, urticaria, migraine, night sweats, mood altered, hot flush, premenstrual syndrome, depression, anxiety, hypothyroidism, tooth loss, restless legs syndrome, muscular weakness, joint swelling, paraesthesia, hypoaesthesia, dizziness, insomnia, palpitations, diverticulum, diarrhoea, autoimmune thyroid disorder, metal poisoning, abdominal distension, malaise and frustration tolerance decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, atrial flutter, autoimmune disorder, autoimmune thyroid disorder, back pain, bladder disorder, cerebral disorder, depression, diarrhoea, diverticulum, dizziness, dysgeusia, dysmenorrhoea, eye disorder, fatigue, frustration tolerance decreased, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, hypothyroidism, insomnia, joint swelling, malaise, menorrhagia, mental disorder, metal poisoning, migraine, mood altered, muscular weakness, nausea, nervous system disorder, night sweats, palpitations, paraesthesia, pelvic pain, premenstrual syndrome, rash, restless legs syndrome, suicidal ideation, tooth disorder, tooth loss, urinary tract disorder, urticaria, vaginal haemorrhage, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the essure expiration dates were (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Current weight: 186 lbs. Lot number: 626918, MFR date: apr-2008, exp date: apr-2010. Lot number 526800 is invalid. Quality-safety evaluation of ptc: unable to confirm. Most recent follow-up information incorporated above includes: on 11-sep-2018: pfs received- new event sick and frustrated were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain extreme"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), suicidal ideation ("thoughts of suicide") and autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid") in an adult female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, diverticulitis, menopause, vitiligo and multiparous. Concurrent conditions included obesity. Concomitant products included citalopram, citalopram hydrobromide (celexa), clonazepam (klonopin), colecalciferol (vitamin d3), cyanocobalamin (vitamin b12), estradiol (estrogel), levothyroxine, obetrol (adderall) and salbutamol (ventolin). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced nausea ("nausea/ gastrointestinal or digestive system condition type: nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), autoimmune disorder (seriousness criterion medically significant), rash ("rashes/ leg rash/ neck rash/ right upper back"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions"), visual impairment ("vision problem/diminished vision"), eye disorder ("eye problem"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), urticaria ("hives (body)"), night sweats ("night sweats"), mood altered ("moodiness"), hot flush ("hot flashes"), premenstrual syndrome ("pms symptoms"), depression ("depression"), anxiety ("anxiety"), suicidal ideation (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), tooth loss ("teeth loss"), restless legs syndrome ("restless legs"), muscular weakness ("muscle weakness"), joint swelling ("joint swelling"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), dizziness ("dizziness"), amnesia ("memory loss"), insomnia ("insomnia"), palpitations ("palpitations"), diverticulum ("bloating - diverticulosis"), vomiting ("vomiting"), diarrhoea ("diarrhea"), autoimmune thyroid disorder (seriousness criterion medically significant), metal poisoning ("metal toxicity"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("metalic taste in mouth"), cerebral disorder ("brain shock"), atrial flutter ("atrial fluttering") and abdominal distension ("bloating"). The patient was treated with surgery (on (B)(6) 2016- hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, dysmenorrhoea, alopecia, headache, suicidal ideation, vomiting, abdominal pain, back pain, dysgeusia, cerebral disorder and atrial flutter had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, autoimmune disorder, rash, bladder disorder, urinary tract disorder, tooth disorder, nervous system disorder, visual impairment, eye disorder, fatigue, weight increased, weight decreased, gastrointestinal disorder, hypersensitivity, mental disorder, urticaria, migraine, night sweats, mood altered, hot flush, premenstrual syndrome, depression, anxiety, hypothyroidism, tooth loss, restless legs syndrome, muscular weakness, joint swelling, paraesthesia, hypoaesthesia, dizziness, insomnia, palpitations, diverticulum, diarrhoea, autoimmune thyroid disorder, metal poisoning and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, atrial flutter, autoimmune disorder, autoimmune thyroid disorder, back pain, bladder disorder, cerebral disorder, depression, diarrhoea, diverticulum, dizziness, dysgeusia, dysmenorrhoea, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, hypothyroidism, insomnia, joint swelling, menorrhagia, mental disorder, metal poisoning, migraine, mood altered, muscular weakness, nausea, nervous system disorder, night sweats, palpitations, paraesthesia, pelvic pain, premenstrual syndrome, rash, restless legs syndrome, suicidal ideation, tooth disorder, tooth loss, urinary tract disorder, urticaria, vaginal haemorrhage, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the essure expiration dates were (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Current weight: 186 lbs . Lot number: 626918, MFR date: apr-2008, exp date: apr-2010. Lot number 526800 is invalid. Quality-safety evaluation of ptc: unable to confirm . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain extreme/immense pain') in an adult female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, diverticulitis, menopause, vitiligo and multiparous. Concurrent conditions included obesity. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), citalopram, clonazepam (klonopin), colecalciferol (vitamin d3), estradiol (estrogel), levothyroxine, salbutamol and vitamin b12 nos. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2010, the patient experienced nausea ("nausea/ gastrointestinal or digestive system condition type: nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), autoimmune disorder ("autoimmune disorder"), rash ("rashes/ leg rash/ neck rash/ right upper back"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), the first episode of tooth loss ("dental problems/tooth loss"), nervous system disorder ("neurological conditions"), visual impairment ("vision problem/diminished vision"), eye pain ("eye problem, eyes hurt"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems/mental detortion"), urticaria ("hives (body) / I had hives every night and always felt better w a claritin and ice pack"), night sweats ("night sweats"), mood altered ("moodiness"), hot flush ("hot flashes"), premenstrual syndrome ("pms symptoms"), depression ("depression"), anxiety ("anxiety"), suicidal ideation ("thoughts of suicide"), hypothyroidism ("hypothyroidism"), the second episode of tooth loss ("teeth loss"), muscular weakness ("muscle weakness"), joint swelling ("joint swelling"), paraesthesia ("numbness in extremities"), hypoaesthesia ("numbness in extremities"), dizziness ("dizziness"), amnesia ("memory loss"), insomnia ("insomnia"), palpitations ("palpitations"), diverticulum ("bloating - diverticulosis"), vomiting ("vomiting"), diarrhoea ("diarrhea"), autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid"), metal poisoning ("metal toxicity"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("metalic taste in mouth"), cerebral disorder ("brain shock"), atrial flutter ("atrial fluttering"), abdominal distension ("bloating/e-belly"), malaise ("sick"), frustration tolerance decreased ("frustrated"), cerebral cyst ("cyst in my brain stem too"), arthralgia ("hip pain/joint aches"), restless legs syndrome ("restless leg"), female sexual dysfunction ("can't have sex"), uterine spasm ("uterine muscle cramp"), feeling abnormal ("brain fog"), inflammation ("inflammation"), pain ("body and back hurt so bad "), pruritus ("itchy"), crying ("crying"), skin lesion ("scratch legs and feet until they bleed, sores don't heal as fast as they used to"), eye swelling ("eye problem, eye swelling"), urinary incontinence ("urinary incontinence"), general physical health deterioration ("her life went from healthy and happy to years of deteriorating health"), anaemia ("anemic"), constipation ("constipation"), swelling face ("face is swollen"), hyperhidrosis ("sweat profusely, water dripping from face"), blepharospasm ("eyelid twitching") and vitreous floaters ("black floaters") and was found to have weight decreased ("weight loss") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (on (B)(6) 2016- hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, dysmenorrhoea, alopecia, headache, depression, suicidal ideation, paraesthesia, hypoaesthesia, insomnia, vomiting, abdominal pain, back pain, dysgeusia, cerebral disorder, atrial flutter, abdominal distension and feeling abnormal had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, autoimmune disorder, rash, bladder disorder, urinary tract disorder, nervous system disorder, visual impairment, fatigue, weight increased, weight decreased, gastrointestinal disorder, hypersensitivity, mental disorder, urticaria, migraine, night sweats, mood altered, hot flush, premenstrual syndrome, anxiety, hypothyroidism, the last episode of tooth loss, muscular weakness, joint swelling, dizziness, palpitations, diverticulum, diarrhoea, autoimmune thyroid disorder, metal poisoning, malaise, frustration tolerance decreased, cerebral cyst, arthralgia, restless legs syndrome, female sexual dysfunction, uterine spasm, inflammation, pruritus, skin lesion, eye swelling, urinary incontinence, general physical health deterioration, vitamin d decreased, anaemia, constipation, hyperhidrosis, blepharospasm and vitreous floaters outcome was unknown and the eye pain, pain, crying and swelling face had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, anxiety, arthralgia, atrial flutter, autoimmune disorder, autoimmune thyroid disorder, back pain, bladder disorder, blepharospasm, cerebral cyst, cerebral disorder, constipation, crying, depression, diarrhoea, diverticulum, dizziness, dysgeusia, dysmenorrhoea, eye pain, eye swelling, fatigue, feeling abnormal, female sexual dysfunction, frustration tolerance decreased, gastrointestinal disorder, general physical health deterioration, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, hypothyroidism, inflammation, insomnia, joint swelling, malaise, menorrhagia, mental disorder, metal poisoning, migraine, mood altered, muscular weakness, nausea, nervous system disorder, night sweats, pain, palpitations, paraesthesia, pelvic pain, premenstrual syndrome, pruritus, rash, restless legs syndrome, skin lesion, suicidal ideation, swelling face, urinary incontinence, urinary tract disorder, urticaria, uterine spasm, vaginal haemorrhage, visual impairment, vitamin d decreased, vitreous floaters, vomiting, weight decreased, weight increased, the first episode of tooth loss and the second episode of tooth loss to be related to essure. The reporter commented: the essure expiration dates were (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion.. Current weight: 186 lbs. Lot number: 626918, MFR date: apr-2008, exp date: apr-2010. Lot number 526800 is invalid. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: suicidal ideation, distension, pelvic pain, paresthesia, hypoesthesia, insomnia, depression, female sexual dysfunction, cerebral cyst, arthralgia, restless leg syndrome, dysgeusia, headache, night sweats, urticaria, and dysmenorrhea, inflammation nos ". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc, proceed with follow-up 22. On 18-jun-2020: social media received: reporter information was added. On 6-jul-2020: pif received, reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 20-jun-2017. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain extreme/immense pain') in an adult female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, diverticulitis, menopause, vitiligo and multiparous. Concurrent conditions included obesity. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), citalopram, clonazepam (klonopin), colecalciferol (vitamin d3), estradiol (estrogel), levothyroxine, salbutamol and vitamin b12 nos. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2010, the patient experienced nausea ("nausea/ gastrointestinal or digestive system condition type: nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), autoimmune disorder ("autoimmune disorder"), rash ("rashes/ leg rash/ neck rash/ right upper back"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), the first episode of tooth loss ("dental problems/tooth loss"), nervous system disorder ("neurological conditions"), visual impairment ("vision problem/diminished vision"), eye pain ("eye problem, eyes hurt"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems/mental detioration"), urticaria ("hives (body) / I had hives every night and always felt better w a claritin and ice pack"), night sweats ("night sweats"), mood altered ("moodiness"), hot flush ("hot flashes"), premenstrual syndrome ("pms symptoms"), depression ("depression"), anxiety ("anxiety"), suicidal ideation ("thoughts of suicide"), hypothyroidism ("hypothyroidism"), the second episode of tooth loss ("teeth loss"), muscular weakness ("muscle weakness"), joint swelling ("joint swelling"), paraesthesia ("numbness in extremities"), hypoaesthesia ("numbness in extremities"), dizziness ("dizziness"), amnesia ("memory loss"), insomnia ("insomnia"), palpitations ("palpitations"), diverticulum ("bloating - diverticulosis"), vomiting ("vomiting"), diarrhoea ("diarrhea"), autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid"), metal poisoning ("metal toxicity"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("metalic taste in mouth"), cerebral disorder ("brain shock"), atrial flutter ("atrial fluttering"), abdominal distension ("bloating/e-belly"), malaise ("sick"), frustration tolerance decreased ("frustrated"), cerebral cyst ("cyst in my brain stem too"), arthralgia ("hip pain/joint aches"), restless legs syndrome ("restless leg"), female sexual dysfunction ("can't have sex"), uterine spasm ("uterine muscle cramp"), feeling abnormal ("brain fog"), inflammation ("inflammation"), pain ("body and back hurt so bad "), pruritus ("itchy"), crying ("crying"), skin lesion ("scratch legs and feet until they bleed, sores don't heal as fast as they used to"), eye swelling ("eye problem, eye swelling"), urinary incontinence ("urinary incontinence"), general physical health deterioration ("her life went from healthy and happy to years of deteriorating health"), anaemia ("anemic"), constipation ("constipation"), swelling face ("face is swollen"), hyperhidrosis ("sweat profusely, water dripping from face"), blepharospasm ("eyelid twitching") and vitreous floaters ("black floaters") and was found to have weight decreased ("weight loss") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (on (B)(6) 2016- hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, dysmenorrhoea, alopecia, headache, depression, suicidal ideation, paraesthesia, hypoaesthesia, insomnia, vomiting, abdominal pain, back pain, dysgeusia, cerebral disorder, atrial flutter, abdominal distension and feeling abnormal had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, autoimmune disorder, rash, bladder disorder, urinary tract disorder, nervous system disorder, visual impairment, fatigue, weight increased, weight decreased, gastrointestinal disorder, hypersensitivity, mental disorder, urticaria, migraine, night sweats, mood altered, hot flush, premenstrual syndrome, anxiety, hypothyroidism, the last episode of tooth loss, muscular weakness, joint swelling, dizziness, palpitations, diverticulum, diarrhoea, autoimmune thyroid disorder, metal poisoning, malaise, frustration tolerance decreased, cerebral cyst, arthralgia, restless legs syndrome, female sexual dysfunction, uterine spasm, inflammation, pruritus, skin lesion, eye swelling, urinary incontinence, general physical health deterioration, vitamin d decreased, anaemia, constipation, hyperhidrosis, blepharospasm and vitreous floaters outcome was unknown and the eye pain, pain, crying and swelling face had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, anxiety, arthralgia, atrial flutter, autoimmune disorder, autoimmune thyroid disorder, back pain, bladder disorder, blepharospasm, cerebral cyst, cerebral disorder, constipation, crying, depression, diarrhoea, diverticulum, dizziness, dysgeusia, dysmenorrhoea, eye pain, eye swelling, fatigue, feeling abnormal, female sexual dysfunction, frustration tolerance decreased, gastrointestinal disorder, general physical health deterioration, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, hypothyroidism, inflammation, insomnia, joint swelling, malaise, menorrhagia, mental disorder, metal poisoning, migraine, mood altered, muscular weakness, nausea, nervous system disorder, night sweats, pain, palpitations, paraesthesia, pelvic pain, premenstrual syndrome, pruritus, rash, restless legs syndrome, skin lesion, suicidal ideation, swelling face, urinary incontinence, urinary tract disorder, urticaria, uterine spasm, vaginal haemorrhage, visual impairment, vitamin d decreased, vitreous floaters, vomiting, weight decreased, weight increased, the first episode of tooth loss and the second episode of tooth loss to be related to essure. The reporter commented: the essure expiration dates were (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion.. Current weight: 186 lbs. Lot number: 626918, MFR date: apr-2008, exp date: apr-2010. Lot number 526800 is invalid. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: suicidal ideation, distension, pelvic pain, paresthesia, hypoesthesia, insomnia, depression, female sexual dysfunction, cerebral cyst, arthralgia, restless leg syndrome, dysgeusia, headache, night sweats, urticaria, and dysmenorrhea, inflammation nos ". Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received: reporter added. Events eyelid twitching, black floaters were added. Fu 18 and 19 processed together. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain extreme"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), suicidal ideation ("thoughts of suicide") and autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid") in an adult female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, diverticulitis, menopause, vitiligo and multiparous. Concurrent conditions included obesity. Concomitant products included citalopram, citalopram hydrobromide (celexa), clonazepam (klonopin), colecalciferol (vitamin d3), cyanocobalamin (vitamin b12), estradiol (estrogel), levothyroxine, obetrol (adderall) and salbutamol (ventolin). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced nausea ("nausea/ gastrointestinal or digestive system condition type: nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), autoimmune disorder (seriousness criterion medically significant), rash ("rashes/ leg rash/ neck rash/ right upper back"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions"), visual impairment ("vision problem/diminished vision"), eye disorder ("eye problem"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), urticaria ("hives (body)"), night sweats ("night sweats"), mood altered ("moodiness"), hot flush ("hot flashes"), premenstrual syndrome ("pms symptoms"), depression ("depression"), anxiety ("anxiety"), suicidal ideation (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), tooth loss ("teeth loss"), restless legs syndrome ("restless legs"), muscular weakness ("muscle weakness"), joint swelling ("joint swelling"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), dizziness ("dizziness"), amnesia ("memory loss"), insomnia ("insomnia"), palpitations ("palpitations"), diverticulum ("bloating - diverticulosis"), vomiting ("vomiting"), diarrhoea ("diarrhea"), autoimmune thyroid disorder (seriousness criterion medically significant), metal poisoning ("metal toxicity"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("metalic taste in mouth"), cerebral disorder ("brain shock"), atrial flutter ("atrial fluttering"), abdominal distension ("bloating"), malaise ("sick") and frustration tolerance decreased ("frustrated"). The patient was treated with surgery (on (B)(6) 2016- hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, dysmenorrhoea, alopecia, headache, suicidal ideation, vomiting, abdominal pain, back pain, dysgeusia, cerebral disorder and atrial flutter had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, autoimmune disorder, rash, bladder disorder, urinary tract disorder, tooth disorder, nervous system disorder, visual impairment, eye disorder, fatigue, weight increased, weight decreased, gastrointestinal disorder, hypersensitivity, mental disorder, urticaria, migraine, night sweats, mood altered, hot flush, premenstrual syndrome, depression, anxiety, hypothyroidism, tooth loss, restless legs syndrome, muscular weakness, joint swelling, paraesthesia, hypoaesthesia, dizziness, insomnia, palpitations, diverticulum, diarrhoea, autoimmune thyroid disorder, metal poisoning, abdominal distension, malaise and frustration tolerance decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, atrial flutter, autoimmune disorder, autoimmune thyroid disorder, back pain, bladder disorder, cerebral disorder, depression, diarrhoea, diverticulum, dizziness, dysgeusia, dysmenorrhoea, eye disorder, fatigue, frustration tolerance decreased, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, hypothyroidism, insomnia, joint swelling, malaise, menorrhagia, mental disorder, metal poisoning, migraine, mood altered, muscular weakness, nausea, nervous system disorder, night sweats, palpitations, paraesthesia, pelvic pain, premenstrual syndrome, rash, restless legs syndrome, suicidal ideation, tooth disorder, tooth loss, urinary tract disorder, urticaria, vaginal haemorrhage, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the essure expiration dates were feb-2010 and apr-2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on 29-dec-2008: total bilateral occlusion. Current weight: 186 lbs lot number: 626918, MFR date: apr-2008, exp date: apr-2010. Lot number 526800 is invalid. Quality-safety evaluation of ptc: unable to confirm . Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 20-jun-2017. The most recent information was received on 10-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain extreme/immense pain') in an adult female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, diverticulitis, menopause, vitiligo and multiparous. Concurrent conditions included obesity. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), citalopram, clonazepam (klonopin), colecalciferol (vitamin d3), estradiol (estrogel), levothyroxine, salbutamol and vitamin b12 nos. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2010, the patient experienced nausea ("nausea/ gastrointestinal or digestive system condition type: nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), autoimmune disorder ("autoimmune disorder"), rash ("rashes/ leg rash/ neck rash/ right upper back"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), tooth disorder ("dental problems/tooth loss"), nervous system disorder ("neurological conditions"), visual impairment ("vision problem/diminished vision"), eye pain ("eye problem, eyes hurt"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems/mental deterioration"), urticaria ("hives (body)"), night sweats ("night sweats"), mood altered ("moodiness"), hot flush ("hot flashes"), premenstrual syndrome ("pms symptoms"), depression ("depression"), anxiety ("anxiety"), suicidal ideation ("thoughts of suicide"), hypothyroidism ("hypothyroidism"), tooth loss ("teeth loss"), muscular weakness ("muscle weakness"), joint swelling ("joint swelling"), paraesthesia ("numbness in extremities"), hypoaesthesia ("numbness in extremities"), dizziness ("dizziness"), amnesia ("memory loss"), insomnia ("insomnia"), palpitations ("palpitations"), diverticulum ("bloating - diverticulosis"), vomiting ("vomiting"), diarrhoea ("diarrhea"), autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid"), metal poisoning ("metal toxicity"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("metalic taste in mouth"), cerebral disorder ("brain shock"), atrial flutter ("atrial fluttering"), abdominal distension ("bloating/e-belly"), malaise ("sick"), frustration tolerance decreased ("frustrated"), cerebral cyst ("cyst in my brain stem too"), arthralgia ("hip pain/joint aches"), restless legs syndrome ("restless leg"), female sexual dysfunction ("can't have sex"), uterine spasm ("uterine muscle cramp"), feeling abnormal ("brain fog"), inflammation ("inflammation"), pain ("body and back hurt so bad "), pruritus ("itchy"), crying ("crying"), skin lesion ("scratch legs and feet until they bleed, sores don't heal as fast as they used to"), eye swelling ("eye problem, eye swelling"), urinary incontinence ("urinary incontinence"), general physical health deterioration ("her life went from healthy and happy to years of deteriorating health"), anaemia ("anemic"), constipation ("constipation"), swelling face ("face is swollen") and hyperhidrosis ("sweat profusely, water dripping from face") and was found to have weight decreased ("weight loss") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (on (B)(6) 2016- hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, dysmenorrhoea, alopecia, headache, depression, suicidal ideation, paraesthesia, hypoaesthesia, insomnia, vomiting, abdominal pain, back pain, dysgeusia, cerebral disorder, atrial flutter, abdominal distension and feeling abnormal had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, autoimmune disorder, rash, bladder disorder, urinary tract disorder, tooth disorder, nervous system disorder, visual impairment, fatigue, weight increased, weight decreased, gastrointestinal disorder, hypersensitivity, mental disorder, urticaria, migraine, night sweats, mood altered, hot flush, premenstrual syndrome, anxiety, hypothyroidism, tooth loss, muscular weakness, joint swelling, dizziness, palpitations, diverticulum, diarrhoea, autoimmune thyroid disorder, metal poisoning, malaise, frustration tolerance decreased, cerebral cyst, arthralgia, restless legs syndrome, female sexual dysfunction, uterine spasm, inflammation, pruritus, skin lesion, eye swelling, urinary incontinence, general physical health deterioration, vitamin d decreased, anaemia, constipation and hyperhidrosis outcome was unknown and the eye pain, pain, crying and swelling face had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, anxiety, arthralgia, atrial flutter, autoimmune disorder, autoimmune thyroid disorder, back pain, bladder disorder, cerebral cyst, cerebral disorder, constipation, crying, depression, diarrhoea, diverticulum, dizziness, dysgeusia, dysmenorrhoea, eye pain, eye swelling, fatigue, feeling abnormal, female sexual dysfunction, frustration tolerance decreased, gastrointestinal disorder, general physical health deterioration, genital haemorrhage, headache, hot flush, hyperhidrosis, hypersensitivity, hypoaesthesia, hypothyroidism, inflammation, insomnia, joint swelling, malaise, menorrhagia, mental disorder, metal poisoning, migraine, mood altered, muscular weakness, nausea, nervous system disorder, night sweats, pain, palpitations, paraesthesia, pelvic pain, premenstrual syndrome, pruritus, rash, restless legs syndrome, skin lesion, suicidal ideation, swelling face, tooth disorder, tooth loss, urinary incontinence, urinary tract disorder, urticaria, uterine spasm, vaginal haemorrhage, visual impairment, vitamin d decreased, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the essure expiration dates were feb-2010 and apr-2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion.. Current weight: 186 lbs. Lot number: 626918, MFR date: apr-2008, exp date: apr-2010. Lot number 526800 is invalid. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: suicidal ideation, distension, pelvic pain, paresthesia, hypoesthesia, insomnia, depression, female sexual dysfunction, cerebral cyst, arthralgia, restless leg syndrome, dysgeusia, headache, night sweats, urticaria, and dysmenorrhea, inflammation nos ". Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: this is a retention case. It was detected that cases (B)(4) are duplicates of case (B)(4). Information transferred from deletion case (B)(4): new reporters, event inflammation added. Information transferred from deletion case (B)(4): new reporters, eye disorder replaced by events eye pain, eye swelling, new events pruritis, pain, crying, skin lesion, hyperhidrosis, swelling face, eye swelling, urinary incontinence, general physical health deterioration, vitamin d decreased, anaemia, constipation added. And the duplicate record cases (B)(4) are marked for deletion. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain extreme/immense pain'), genital haemorrhage ('abnormal bleeding'), autoimmune disorder ('autoimmune disorder'), suicidal ideation ('thoughts of suicide'), hypothyroidism ('hypothyroidism') and autoimmune thyroid disorder ('autoimmune disorder type of disorder: thyroid') in an adult female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, diverticulitis, menopause, vitiligo and multiparous. Concurrent conditions included obesity. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), citalopram, clonazepam (klonopin), cholecalciferol (vitamin d3), estradiol (estrogel), levothyroxine, salbutamol and vitamin b12 nos. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2010, the patient experienced nausea ("nausea/ gastrointestinal or digestive system condition type: nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), autoimmune disorder (seriousness criterion medically significant), rash ("rashes/ leg rash/ neck rash/ right upper back"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions"), visual impairment ("vision problem/diminished vision"), eye disorder ("eye problem"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), urticaria ("hives (body)"), night sweats ("night sweats"), mood altered ("moodiness"), hot flush ("hot flashes"), premenstrual syndrome ("pms symptoms"), depression ("depression"), anxiety ("anxiety"), suicidal ideation (seriousness criterion medically significant), hypothyroidism (seriousness criterion medically significant), tooth loss ("teeth loss"), muscular weakness ("muscle weakness"), joint swelling ("joint swelling"), paraesthesia ("numbness in extremities"), hypoaesthesia ("numbness in extremities"), dizziness ("dizziness"), amnesia ("memory loss"), insomnia ("insomnia"), palpitations ("palpitations"), diverticulum ("bloating - diverticulosis"), vomiting ("vomiting"), diarrhoea ("diarrhea"), autoimmune thyroid disorder (seriousness criterion medically significant), metal poisoning ("metal toxicity"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("metalic taste in mouth"), cerebral disorder ("brain shock"), atrial flutter ("atrial fluttering"), abdominal distension ("bloating/e-belly"), malaise ("sick"), frustration tolerance decreased ("frustrated"), cerebral cyst ("cyst in my brain stem too"), arthralgia ("hip pain"), restless legs syndrome ("restless leg"), female sexual dysfunction ("can't have sex"), uterine spasm ("uterine muscle cramp") and feeling abnormal ("brain fog") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, dysmenorrhoea, alopecia, headache, depression, suicidal ideation, paraesthesia, hypoaesthesia, insomnia, vomiting, abdominal pain, back pain, dysgeusia, cerebral disorder, atrial flutter, abdominal distension and feeling abnormal had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, autoimmune disorder, rash, bladder disorder, urinary tract disorder, tooth disorder, nervous system disorder, visual impairment, eye disorder, fatigue, weight increased, weight decreased, gastrointestinal disorder, hypersensitivity, mental disorder, urticaria, migraine, night sweats, mood altered, hot flush, premenstrual syndrome, anxiety, hypothyroidism, tooth loss, muscular weakness, joint swelling, dizziness, palpitations, diverticulum, diarrhoea, autoimmune thyroid disorder, metal poisoning, malaise, frustration tolerance decreased, cerebral cyst, arthralgia, restless legs syndrome, female sexual dysfunction and uterine spasm outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, arthralgia, atrial flutter, autoimmune disorder, autoimmune thyroid disorder, back pain, bladder disorder, cerebral cyst, cerebral disorder, depression, diarrhoea, diverticulum, dizziness, dysgeusia, dysmenorrhoea, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, frustration tolerance decreased, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, hypothyroidism, insomnia, joint swelling, malaise, menorrhagia, mental disorder, metal poisoning, migraine, mood altered, muscular weakness, nausea, nervous system disorder, night sweats, palpitations, paraesthesia, pelvic pain, premenstrual syndrome, rash, restless legs syndrome, suicidal ideation, tooth disorder, tooth loss, urinary tract disorder, urticaria, uterine spasm, vaginal haemorrhage, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the essure expiration dates were feb-2010 and apr-2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Current weight: 186 lbs lot number: 626918, MFR date: apr-2008, exp date: apr-2010. Lot number 526800 is invalid. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: suicidal ideation, distension, pelvic pain, paresthesia, hypoesthesia, insomnia, depression, female sexual dysfunction, cerebral cyst, arthralgia, restless leg syndrome, dysgeusia, headache, night sweats, urticaria, and dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm most recent follow-up information incorporated above includes: on (B)(6) 2019: social media record received. Events¿ frustrated, cyst in my brain stem too; hip pain, restless leg, can't have sex, uterine muscle cramp, and brain fog were added. Events¿ abdominal distension, paresthesia, hypoesthesia, depression¿ were updated to recovered/resolved. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain extreme"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), suicidal ideation ("thoughts of suicide") and autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid") in an adult female patient who had essure (batch no. 526800, 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, diverticulitis, menopause, vitiligo and multiparous. Concurrent conditions included obesity. Concomitant products included citalopram, citalopram hydrobromide (celexa), clonazepam (klonopin), cholecalciferol (vitamin d3), cyanocobalamin (vitamin b12), estradiol (estrogel), levothyroxine, obetrol (adderall) and salbutamol (ventolin). On (B)(6) 2008, the patient had essure inserted in 2008, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In 2009, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced nausea ("nausea/ gastrointestinal or digestive system condition type: nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), autoimmune disorder (seriousness criterion medically significant), rash ("rashes/ leg rash/ neck rash/ right upper back"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions"), visual impairment ("vision problem/diminished vision"), eye disorder ("eye problem"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), urticaria ("hives (body)"), night sweats ("night sweats"), mood altered ("moodiness"), hot flush ("hot flashes"), premenstrual syndrome ("pms symptoms"), depression ("depression"), anxiety ("anxiety"), suicidal ideation (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), tooth loss ("teeth loss"), restless legs syndrome ("restless legs"), muscular weakness ("muscle weakness"), joint swelling ("joint swelling"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), dizziness ("dizziness"), amnesia ("memory loss"), insomnia ("insomnia"), palpitations ("palpitations"), diverticulum ("bloating - diverticulosis"), vomiting ("vomiting"), diarrhoea ("diarrhea"), autoimmune thyroid disorder (seriousness criterion medically significant), metal poisoning ("metal toxicity"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("metalic taste in mouth"), cerebral disorder ("brain shock"), atrial flutter ("atrial fluttering") and abdominal distension ("bloating"). The patient was treated with surgery (on (B)(6) 2016- hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, dysmenorrhoea, alopecia, headache, suicidal ideation, vomiting, abdominal pain, back pain, dysgeusia, cerebral disorder and atrial flutter had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, autoimmune disorder, rash, bladder disorder, urinary tract disorder, tooth disorder, nervous system disorder, visual impairment, eye disorder, fatigue, weight increased, weight decreased, gastrointestinal disorder, hypersensitivity, mental disorder, urticaria, migraine, night sweats, mood altered, hot flush, premenstrual syndrome, depression, anxiety, hypothyroidism, tooth loss, restless legs syndrome, muscular weakness, joint swelling, paraesthesia, hypoaesthesia, dizziness, insomnia, palpitations, diverticulum, diarrhoea, autoimmune thyroid disorder, metal poisoning and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, atrial flutter, autoimmune disorder, autoimmune thyroid disorder, back pain, bladder disorder, cerebral disorder, depression, diarrhoea, diverticulum, dizziness, dysgeusia, dysmenorrhoea, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hypersensitivity, hypoaesthesia, hypothyroidism, insomnia, joint swelling, menorrhagia, mental disorder, metal poisoning, migraine, mood altered, muscular weakness, nausea, nervous system disorder, night sweats, palpitations, paraesthesia, pelvic pain, premenstrual syndrome, rash, restless legs syndrome, suicidal ideation, tooth disorder, tooth loss, urinary tract disorder, urticaria, vaginal haemorrhage, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the essure expiration dates were feb-2010 and apr-2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Current weight: 186 lbs. Most recent follow-up information incorporated above includes: on 30-may-2018: reporters added and updated patient demographics. Historical drug, historical condition and treatment drugs were added. Updated suspect drug inaction. Added events allergic or hypersensitivity reaction type: hives (body), autoimmune disorder type of disorder: thyroid, blood or heart disorder/ condition type: palpitations, vomiting, diarrhea, bloating - diverticulosis, hormonal changes describe: night sweats, migraines/headaches, neurological conditions or problems type: tingling, numbness, dizziness, memory loss, psychological or psychiatric problems condition: depression, anxiety, vision/eye problems type: diminished vision, restless legs, muscle weakness, joint swelling, moodiness, hot flashes, pms symptoms, thoughts of suicide, hypothyroidism, teeth loss, abdominal pain, back pain, metallic taste in mouth, atrial fluttering. Updated onset date, outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.